Manufacturer narrative:
One (1) imp,tsv,mcol mg,6.0mm,10mm,mtx (tsvm6b10) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar. Bone / tissue was seen attached to the external threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 19 (universal) and was used for approximately 3 years 11 months. The customer did not provide any pictures or x-rays. DHR review: DHR review was completed for the subject lot number (63268426). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63268426) for similar events and no other complaint was identified. Sterilization review: sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture & infection) or product (tsvm6b10). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur as the implant was identified fractured and the reported event was confirmed. The reported event infection is a medical event and is non-verifiable. Sections updated: b4: date of this report g3: date pce/investigation results are received g6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event problem codes h10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
(B)(4). Additional 510(k) number is k101880.

Event description:
It was reported that the implant was removed due to an implant fracture that was noted on an x-ray during a routine exam and cleaning. Puss and an infection was present around implant #19. Abscess, inflammation and edema also report. Patient will return for a new implant, abutment and crown.